Event description:
Medtronic received a report that after thorough hydration, the coil was advanced through the introducer sheath but encountered resistance at the proximal end of the microcatheter. The implant coil pushed smoothly out from the introducer sheath. The catheter and coil were not damaged. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured proximal m2 of the left middle cerebral artery aneurysm with a max diameter of 9mm and a 5mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. Additional information was received stating that the coil was replaced with a new spring coil and surgical treatment was continued . The cause of the resistance was not determined. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an axium implant coil was returned for analysis within a shipping box and within a sealed biohazard pouch. The echelon-10 micro catheter used during the event was not returned. The axium implant coil was returned without introducer sheath. Visual inspection/damage location details: the axium implant coil pushwire was found to be bent at ~3.9cm from proximal end and broken but retained by release wire at break indicator. The implant coil was found to be already detached and returned. The implant coil was found to be stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports): the axium implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. The echelon micro catheter has a labeled ID (inner diameter) of 0.017" with two separate marker bands. Per axium implant coil instructions for use (IFU): ¿axium detachable coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿. Therefore, the echelon-10 micro catheter was found to be compatible for use with the axium implant coil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.